Event description:
The hospital reported a malfunction causing a leak greater than 4.5lpm during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Replaced the bellows and pressure relief valve to resolve the issue. No patient information provided to date after attempts on 01/17/22 and 01/18/22. Legal manufacturer: (B)(4).

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Replaced the bellows and pressure relief valve to resolve the issue. No patient information provided to date after attempts on 01/17/22 and 01/18/22. Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction causing a leak greater than 4.5lpm during a case. There was no patient injury.